Event description:
It was reported that there was a revision of a left hip due to loose femoral head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dissociation regarding an accolade stem and femoral head was reported. The event was confirmed. The device was not returned as per hospital policy however images were provided. Visual inspection revealed that the stem was still bloody after explantation. The trunnion of the stem was misshapen, consistent with the head not being locked on the stem in vivo and moving/"spinning" on the trunnion of the stem. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. No further investigation for this event is possible at this time. Further information such as return of the device, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Update as per legal per form: it was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent a hip surgery using a stryker component. No other information is available at this time.